Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 19 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient had a possible anterior spinal infarction. This complaint is being processed as thrombosis due to a possible anterior spinal artery infarction. No additional information has been provided.

Event description:
It was reported that the patient experienced a subarachnoid hemorrhage during hospitalization for spinal artery infarction. Patient has a complication involving left ventricular assist device (B)(6) 2018 and had a prolonged intensive care unit (ICU) course due to gastrointestinal bleed (gib) which required reversal of anticoagulation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported events (neurologic dysfunction, spinal artery infarction, spinal canal hemorrhage, subarachnoid hemorrhage, gi bleeding), and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists neurologic dysfunction, stroke, bleeding, and peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of thrombosis could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.